Manufacturer narrative:
(B)(4). The backup lithium battery was returned for evaluation. The service engineer evaluated the battery and could not verify the reported complaint. The battery was installed into a test ventilator and run on battery power with no observed errors. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated a persistent "backup battery" error message. The device was rebooted and the alarm was cancelled. Although the ventilator continued cycling, the patient was transferred to another unit without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.